Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was use issue related since the CPR most likely cause the positioning issue as well since chest compressions continued through re-access. The cause of the product damage was most likely use issue related since the cannula kinked during chest compressions.

Event description:
A 71-year-old female with an indication for acute myocardial infarction/cardiogenic shock (ami/cgs) presented in a pre support clinical state consistent with scai stage e cardiogenic shock. An impella cp (sn (B)(6)) was placed via the left femoral artery during active CPR on (B)(6) 2026 at 11:35 am. During compressions, the pump migrated into the aorta, and while the physician attempted to re cross the aortic valve, the device became kinked. Imaging confirmed malposition. Based on the available information, the impella cp positioning issue and subsequent cannula kink were likely related to mechanical forces from chest compressions during CPR. The device was removed due to the failure mode and replaced without reported patient harm attributable to the device malfunction itself. The patient ultimately expired prior to final survival assessment at explant. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.